Event description:
On (b)(6) 2026, a patient in Belgium underwent a procedure for the placement of Percutaneous Endoscopic Gastrostomy (PEG) tube with Jejunal (PEG-J) tube. On an unknown date, the patient's stoma site was inflamed and was prescribed unknown antibiotics. Device was not returned.

Manufacturer narrative:
Catalog number in D4 is the international List number which is similar to US List Number of 062910.The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed.Stoma site infection is a known complication of a PEG- J tube placement. If any further relevant information is identified or obtained, a supplemental MedWatch will be filed.